Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that system diagnostics resulted in 7/limit/high/no at follow up appointment. The treating nurse indicated the pt had been seen two weeks prior to the event and diagnostics were within normal limits. At the moment, no pt trauma or manipulation has been reported. In addition, the pt still perceives stimulation as she still has the side effect of voice alteration due to stimulation. Further recommendations were given to the nurse to program the pt's device off. Currently, no x-rays are going to be taken as revision surgery is likely.